Manufacturer narrative:
This report is submitted on 11 feb 2021.

Event description:
Per the clinic, the patient experienced an infection at the implant site, and subsequently was treated with IV and oral antibiotics. However, this issue did not resolved. The patient underwent a revision surgery (specific date is not reported).